Manufacturer narrative:
Follow-up #1: date of submission: 02/23/2016. Product analysis: the device was returned and evaluated by product analysis on 02/10/2016 with the following findings: review of the pump¿s black box revealed evidence of a time/date reset to default on (B)(6) 2016 at 13:12; when the pump was powered back on the date was incorrectly manually set to (B)(6) 2015 and time to 09:25. The pump made no deliveries from (B)(6) 2016 at 00:45 to (B)(6) 2016 at 10:31. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose the prior 3-4 months was between 250- and 600 mg/dl with unspecified ketones, nausea, abdominal pain, extreme thirst, excess urination, extreme drowsiness, and blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. It was reported the time and date settings reset when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.